Event description:
It was reported that the 25khz spetzler baracuda tip was being used in a craniotomy when the tubing kinked causing the tip to overheat and melt. The tubing and the tip were replaced and the procedure was completed with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device discarded by user facility.